Manufacturer narrative:
H4: the lot was manufactured august 11, 2023 - august 14, 2023 h10: two(2) actual devices were receivedfor evaluation. One device did not contain fluid in the bladder and the second device was received with 8ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition for both the samples. A functional flow rate test was performed on both the samples and the flow rates were found to be within the product specification range. Based on the functional flow test result, the devices were determined to be conforming products. The reported condition was not verified for both samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of small volume folfusors had flow issues. One of the devices did not empty after 52 hours of installation and the other did not empty at all. The issue was identified during use on a patient. There was no report of patient injury or medical intervention associated with this event.